Event description:
It was reported that the dimension basket tip was delivered broken that prevented its use.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.